Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analyst commented, file was renamed, unable to decode proper dates. Evidence of max right ventricular (rv) lead capture thresholds consistently above 2.5 volts. Impedance trend shifts down, however complaint mentions revision and placement of a different rv lead. (B)(4).

Event description:
It was reported that during follow up check the right ventricular (rv) lead exhibited increase in threshold and impedance, and remained in use. Approximately two weeks later a revision procedure was performed and an additional rv was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.